Manufacturer narrative:
(B)(4).

Event description:
Event desc: surgical technician was loading a safety blade on a knife handle. The mechanism malfunctioned and the blade went through injuring the technician with a puncture wound.